Event description:
It was reported that the patient was scheduled for a spinal cord stimulator (scs) explant, and was going to have an intrathecal drug delivery (itdd) replacement . The reason for the scs explant was unknown at the time of the report. The manufacturer representative reported that the scs device was explanted "a long time ago" because "it didn't work well". No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3487a, lot# j0118560v, implanted: (B)(6) 2001, product type: lead. (B)(4).